Event description:
10/08/2015- additional information was received from a company representative (rep) indicated it was an 8780 catheter and troublesho oting was not performed to confirm a catheter issue. An implant date of the pump was not provided; however it was known the elective replacement indicator (eri) was 79 months. Troubleshooting was not performed to exclude a pump issue. The drug reservoir volume was checked and compared to the expected volume and this was fine. The patient was receiving lioresal 3000 mcg/ml, but the dose was not provided. The patient was due for a catheter revision, but their most recent date of surgery was cancelled due to ill-health (not pump related). On (B)(6) 2015, additional information was received from the healthcare provider (hcp) via the rep indicated it was discussed with the consultant the fact that there was not a drug reservoir discrepancy meant the catheter was probably not blocked, but perhaps had a fracture/disconnection/hole. It was noted the rep was pretty sure the catheter and pump were implanted at the same time and the consultant mentioned that the patient had never responded to baclofen as good as when he had the test injection. Therefore, the issue could be a disconnection between the pump and the catheter which was why, since implant, they had found therapy less effective than hoped. A catheter access port (cap) and dye test were recommended, but the hcp said he would rather wait and let the neurosurgeon explore the catheter in theatres because even if they did the above investigations the patient would still need a catheter revision. Currently they were waiting a date for his catheter revision.

Manufacturer narrative:
Concomitant products: product ID, 8780, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015- additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated on (B)(6) 2015 the pump and catheter were replaced. The patient was not responding to therapy despite an increased dose and the consultant wanted to replace the catheter. When trying to remove the catheter from the pump on (B)(6) 2015 the consultant really struggled and the inside metal cone of the catheter was left behind on the pump. When he eventually managed to remove this he thought he had damaged the pump's port and was not happy to re-implant . There was potential damage to the pump port when removing the catheter. The patient was not responding to baclofen after responding well to the test dose. The only troubleshooting was increasing the patient dose and comparing aspirated volume verses the expected volume during refills. No intervention occurred other than catheter replacement. It was unknown if the issue resolved at the time of this report and the patient's status was unable to be obtained. The pump and catheter were to be returned to the manufacturer. As far as the reporter knew, the patient was doing well, but would follow up. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Pump analysis revealed no anomalies as the pump met analysis specification. The catheter analysis revealed the catheter¿s pin connector/collet was not fully locked in place.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4).

Event description:
On 2015-9-02, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving baclofen (unknown concentration) at an unknown dose and frequency via an implantable pump for an unknown indication. On an unknown date, the patient had an increase in dosing and did not respond to the increase baclofen dose. Therefore, a catheter issue was suspected. The initial reporter was unaware of any diagnostics, interventions/actions taken or resolution to the event. Surgical intervention had not occurred, but it "sounded like" the patient would be having a catheter revision. Follow-up was being attempted to confirm. Additional information has been requested regarding device information, troubleshooting performed and drug information, but it was not available at the time of this report.